Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), perfusion asked to troubleshoot an issue regarding the augmentation alarm and arterial pressure reading/waveform on the iabp inserted in patient. Augmentation was below the limit, alarming, and the arterial pressure reading was 200/0 with irregular waveform. The iab was flushed with no changes seen in the waveform. Pressure reading source was then switched from fiberoptic to direct transducer with marked improvement. Therapy was discontinued on (B)(6) 2022. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.